Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was 207 mg/dl at the time of incident. The customer stated that the insulin pump alarmed no delivery during manual prime. The customer stated that the no delivery alarm kept recurring. The customer stated that they tried different cannula lengths. The customer stated that the insulin was not expired or denatured. The customer stated they do rotate sites and avoids scar tissue. The customer stated that the tubing was not bent or kinked. The customer stated that they tried all remedies. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, prime test and excessive no delivery test. No unexpected no delivery alarms noted during testing. The insulin pump had cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.